Event description:
Reporting status: death. Reporting rationale: thrombosis resulting in death. Device issue: no device malfunction has been reported. It was reported that in 2008, a vision stent was implanted. The patient returned at about fifteen days with stent thrombosis, and myocardial infarction (mi), and subsequently expired. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The patient effects of thrombosis, myocardial infarction, and death are listed in the device's instructions for use (IFU) as known potential adverse events associated with coronary stenting procedures. These patient effects are listed in the risk assessment as no-fault post-procedure complications and not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implantation and the procedure was successfully completed. A conclusive root cause for the reported patient effects and the relationship to the device, if any, cannot be determined.